Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one of the sync servers crashed, leaving an open transaction blocking the other sync servers from accessing the database. The technical support specialist (tss) confirmed server reboot by the customer, collaborated with a product support engineer to move all stations into pending download state, enabling synchronization recovery, and validated that all stations resumed normal communication after clearing the backlog. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all machines were not communicating and in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.